Manufacturer narrative:
The oad was received at csi for analysis engaged on the guide wire. Visual examination revealed adhered biological material on the driveshaft crown section. The guide wire was removed from the driveshaft without resistance. Examination of the guide wire did not reveal any damage. The wire passed through the area of biological material without issue. When tested, the oad functioned as intended. At the conclusion of the device analysis investigation, the report that the oad was stuck in the vessel and stuck on the guide wire were not confirmed through analysis; however, the report that tissue was observed on the driveshaft or crown was confirmed. Examination of the adhered material did not reveal any damage that would have contributed to the accumulation and the morphology and exact root cause of the accumulation was unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback exchangeable orbital atherectomy device (oad) was used via pedal access and antegrade approach to treat a chronic total occlusion in the left anterior tibial artery. Atherectomy was performed on low speed proximal-to-distal throughout the lesion. The oad was unable to spin back to the proximal starting point. A catheter was inserted and advanced to the oad nose, which freed the device; however, the device was stuck on the guide wire and due to the tissue wrapped around the driveshaft, the device was unable to be removed through the sheath. A buddy wire was advanced to the left superficial femoral artery and the oad, viperwire guide wire and sheath were then removed together. Tissue wrap was observed on both the guide wire and oad. The catheter that was used to free the oad was used to maintain wire access, the vessel was rewired, and the procedure was completed with balloon angioplasty. The patient was doing well following the procedure. Additional review of imaging confirmed that the csi device was subintimal when the device became stuck in the vessel.